Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2023, carrying a PICC catheter for the right lower limb, and was maintained and changed for 1 time, and at around 15:00 on december 7, he was flushed before the infusion. X-ray showed that the tip of the PICC catheter in the right lower limb was located at the lower edge of l4, and the catheter scale was 42cm, 42cm, and the tip of the three-way valve was found to be broken. No other information was provided.